Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pipette sample into well positions b1, c1, d1 and e1 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.